Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the water chamber of a airsense 10 autoset detached from the device causing an increase in delivered pressure, burning sensation of the patient's lungs, severe chest pain, inability to catch breath and hospitalization of the patient.